Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system due to an atrial out-of-range intrinsic amplitude measurement. Presenting electrogram showed isolated atrial undersensed beats. The current atrial sensitivity was programmed to automatic gain control 0.6mv. Additional information was received that two years later, another alert was generated for the same issue. Presenting electrogram (egm) showed isolated atrial undersensing resulted in inappropriate ventricular pacing. Review of the stored trends data showed a change in atrial pacing impedance measurements from 720 ohms to 515 ohms over the past six months. The information was documented and the lead remains in service. No adverse patient effects were reported.